Event description:
Patient was previously wearing daily wear contact lenses successfully and was dispensed contact lenses prescribed for 30-day continuous wear on a trial basis. On the 6th day of continuous wear, the patient noticed their left eye was red and went to their eye care practitioner. The doctor reports when the patient was seen, patient was experiencing pain, photophobia and lid edema. Diagnosis was peripheral corneal ulcer o.s. That the doctor believed to be infectious due to the patient's sysptoms. Staining was noted only at the sight of the ulcer. A few sterile infiltrates were also observed. There was no discharge, no anterior chamber reaction and a culture was not taken. The patient was seen for follow-up two days later and the cornea was clear. No staining or infiltrates were seen. The practitioner reported that the patient was to continue with the last remaining days of medications and then resume contact lens wear on a daily wear basis. No additional follow-up was required.